Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by sleeve functional testing (draw water using 10 tubes per needle) and the issue relating to sleeve recovery was observed in one out of 10 needles on 6th tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode slow sleeve recovery. Bd determined that the root cause of the indicated failure mode was attributed to insufficient lubricant on the non-patient cannula causing the sleeve to not fully recover. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were issues with the needle's sheath. The phlebotomist opened a new box of bd needles 21g, using 2. She noticed blood in the hub. This morning she was drawing patients and noticed that the tube was hard to change. When the tube was pulled back the needle would not re-sheath."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were issues with the needle's sheath. The phlebotomist opened a new box of bd needles 21g, using 2. She noticed blood in the hub. This morning she was drawing patients and noticed that the tube was hard to change. When the tube was pulled back the needle would not re-sheath."